Event description:
It was reported to boston scientific corporation in 2007 that a rx dilatation device was used during a endoscopic retrograde cholangiopancreatography on an adult patient (gender and weight unknown). The hurricane balloon did not inflate following initial inflation. The procedure was completed with a second hurricane balloon. Note: the event as reported did not represent a MDR-reportable scenario. Evaluation of the returned device, completed in 2008, revealed that the balloon was torn logitudinally. This is a MDR-reportable scenario.

Manufacturer narrative:
The device history record for lot numbers 8692186 and 8681422 and 8681429 (sub-assembly) have been reviewed for manufacturing issues that could relate to this complaint or the as reported classification of balloon inflation difficulty. A 9.1cm portion of the complaint sample was returned for evaluation, i.e.9.1cm of the shaft from the distal tip including the balloon. The complaint sample could not be confirmed to originate from the reported lot number, 8692186 as the bifurcation hub was not part of the 9.1cm portion of the complaint sample returned for evaluation. The 9.1cm catheter shaft was inspected for cosmetic issues, kinks/dents and no defects were noted. Visual examination of the balloon revealed a logitudinal tear. The root cause could not be determined, however, tears can result from contact with a sharp exterior source (such as a calcified lesion, or parts of the endoscope).